Event description:
It was reported the pt experienced striking head pains that were sharp, not constant, that lasted for five minutes or longer. The pt felt the pain in the temple, the back of the head and on both sides of the head (both the left and right side - basically anywhere on the brain). The pain started approx two months ago. The pt was sent for an MRI scan of the brain. The pt informed the tech she had turned the stimulator on that morning. The MRI tech did not turn off the stimulator prior to the MRI scan. The MRI tech told the pt her device was dead. The tech went ahead with the MRI scan. The pt was seen by the physician after the MRI scan. The pt experienced the striking sharp pains after the MRI. The hcp turned the pt's stimulator off. The pt did not know if this action/intervention was just for the night or longer. The pt was encouraged to contact the health care professional. Additional info has been requested from the hcp, but was not available as of the date of this report.